Event description:
It was reported that the patient underwent a surgical procedure on (b)(64) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, recurrence/worsening of stress urinary incontinence, pain, infection, exposure, dyspareunia and other physical and emotional injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - exposure; dyspareunia; undefined physical/emotional injuries. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-01752 and medwatch 2210968-2013-02450. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Corrected information: this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01752. The same patient is represented in each medwatch.